Event description:
It was reported that this device was explanted and replaced because it reached elective replacement indicator (eri) prematurely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).